Event description:
A customer reported a malfunction on a pump with a code labeled as malf 0. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, and after the reset, the malfunction did not recur. The customer was able to continue using the pump and was advised to contact technical support if the issue happened again.